Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump failed accuracy by -12.1%. No patient involvement reported.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. Three separate delivery accuracy tests were performed to investigate the reported issue and it was not confirmed. The pump was found to be within manufacturing specifications. No actions for the issue.